Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with lead noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
B1, b2, and h1 should have reflected that this was a serious injury in the initial report.